Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had stuck button alarm and frozen display. The customer's blood glucose was unknown. The customer reported that the time clock was not advancing. Customer was unable to successfully clear the alarm. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was monitored and functioning properly. No stuck button alarm and no frozen screen during testing. All buttons functioning properly no damage on the keypad assembly. (B)(4).